Event description:
Customer reported that eight (8) erroneously low sodium (na) and chloride (ci) results were generated by the unicel dxc 800 synchron system following routine calibration of the system. Quality controls were within specification prior to the event. The results were reported out of the laboratory. The samples were retested on another system in the laboratory and yielded results within expectations. The results were amended and reissued. It is not known if there were any changes to the pts' care or treatment. There is no report of any adverse event or need for medical intervention to prevent or preclude a serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse decontaminated the ion-selective electrode system, replaced all electrodes, replaced the electrolyte injector cup, rebuilt the ratio pump, cleaned the flow cell, replaced the modular chemistry t-valve and syringe and performed alignments. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is one of eight individual medwatch reports as the customer reported eight separate pt events. See the below MDR numbers for all associated events: 2050012-2010-00106, 04623, 04624, 04625, 04626, 04627, 04628. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.